Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as over the past two years incontinence increased. The physician stated that the urethra had atrophied. The device was removed and replaced. There were no further patient complications.